Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that a solitaire ab had resistance in the middle of a rebar 18 catheter. During the thrombectomy operation, the solitaire ab stent was unable to pass through the rebar18 microcatheter and resistance was felt in the middle of the microcatheter. A solitaire ab stent was replaced and the operation was successfully completed without causing any adverse effects to the patient. The resistance was in the middle was the catheter and occurred during preparation. The devices were prepared according to the instructions for use (IFU). The patient was being treated for ischemic stroke. No patient symptoms or complications were reported.